Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not have daily capture threshold. The device remains in use. It was further reported that the right atrial (ra) lead had undersensing and inconsistent capture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.